Event description:
It was reported that the user experienced episodes of low blood glucose while using the ilet system and sought to return the device, with the precipitating cause not determined. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term injury. Investigation included review of device data and user training plans, with instructions for data synchronization for assessment. Investigation of this case revealed insufficient information to identify a device malfunction or user-related factor. It was concluded that, based on previously established findings for similar reports, that the cause of hypoglycemia was unclear and that no device failure could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.